Manufacturer narrative:
Nuvasive reference (B)(4). The device was not returned. Radiographs confirmed the event. The surgeon felt the implant "small footprint" was potentially too large and that it may have contributed to the movement post operatively.

Event description:
On (B)(6) 2014, a prosthesis device was implanted into the c5-6 disc of a female patient. It was noted at the post-op visit, the inferior plate of the prosthesis device reportedly migrated anteriorly. A revision surgery was performed on 10/06/2014 and the patient was revised to an anterior cervical fusion.